Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed that green lines appeared once the monitor was powered on. After replacing the back shell the fact that the image was also shifting was made visible. The device was repaired and the monitor and baton were returned to the customer. Additional part used: glidescope avl video baton 3-4; catalog: 0570-0313; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the customer reported that there were green lines on the screen and that they were unable to use this monitor to intubate. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.